Event description:
Per the clinic, the patient developed hematoma over the implant site. Subsequently, the patient underwent a revision surgery on (B)(6) 2025, to drain the hematoma and reposition the receiver/stimulator. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.